Event description:
The pt checked their blood glucose on the suspect device in the evening and obtained a result of 197 mg/dl. The next morning pt was passed out. Their roommate used the suspect device to check pt's glucose and the level was 137 mg/dl. Emergency medical tech was called and they could not get a result on their equipment. Pt was given an IV and juice. Glucose controls were not used on the system. The test strips are stored against labeling out of the original capped vial in a pill bottle. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.